Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the sr8 displays a poor image quality with a dark vertical line in the ultrasound image. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The root cause is due to an internal failure within the probe. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-20078).

Event description:
Per biomed - poor image quality, probe is showing a large blank area.